Manufacturer narrative:
G.5. Multiple PMA/510(k)#: k113558, k222591. Investigation summary: customer reported a cloudy media issue. Photos were received. Retention samples were tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record was reviewed. A complaint history review was conducted and only the current complaint was found relating the incident to the lot number. Complaints is confirmed as cosmetic/annoyance based on visual appearance on retention samples results. Corrective actions preventive actions (CAPA) was initiated to determine any appropriate actions to reduce occurrence. Based on r&d evaluation, product performance criteria are met. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported a bd bactec¿ plus aerobic/f culture vials (plastic) bottle was contaminated. There was no report of patient impact.